Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that their back was 'killing' them. Patient was in so much pain. Pain was everywhere: across their whole bottom, from waist down to their thighs. When they went to the top of the stairs, they felt that they were going to collapse from the pain. Last 3-4 days have been "profanity." Pain was so bad that patient wanted the device out of them. Patient felt like that they were going to hit by a car and the pain was killing them and their back was a mess. Patient also reported last night on (B)(6) 2017 that they were getting shocks in their spine. Patient said the pain sometimes shoots right up the spine. Patient also reported that they were getting a little bit of fever and chills. Patient did not see any symptoms on the outside of incision. On the call, patient used the patient programmer (pp), pp showed implant was on and patient was at 2.0 v. Patient turned down stim and turned stim off until they would be seen by doctor. Patient was advised to consult with doctor for more information. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that when the healthcare provider turned their stimulation on, on (B)(6) 2017, ¿it sent shocks up their spine to their heart.¿ it was noted that the healthcare provider ended up apologizing for having the stimulation so high. It was also reported that to resolve the pain they had been experiencing since implant, their healthcare provider moved the implant to a different spot in (B)(6) 2017. They stated that the pain they had been feeling at the ins site was going away, and that they had recovered completely. No further patient complications are anticipated or expected as a result of this event.